Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: exceed abt 3hl shell, catalog #: 124454, lot #: 3505390, medical product: biolox delta lnr, catalog #: 650-0795, lot #: 3510003, medical product: ppf ltz stem bmstr, catalog #: 71-001-00305bm, lot #: 2015020924. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00026, 3002806535-2020-00027. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the patient's legal representative that the patient allegedly experienced unknown damages. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00026-1, 3002806535-2020-00027-1. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : devices remain implanted

Event description:
It has been reported by the patient's legal representative that the patient allegedly experienced unknown damages. This report is based on allegations set forth in patients notice and the allegations there in are unverified.